Event description:
It was reported that the pump display random menu screen. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.